Manufacturer narrative:
Device has been returned for eval. Once the device has been evaluated the MFR will file a f/u report detailing the results of the eval.

Event description:
The device did not cycle properly. No pt injury or adverse event was reported.